Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. There were no patient complication nor injuries reported and the patient condition was good.